Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a defective front response button, causing it to be non-functional. The front response button dome was crushed. The root cause of the damaged response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.